Event description:
"The home caregiver silenced the alarm all night, unknown what alarm vent was alarming for". Add'l info stated, "the rn caring for the pt, silenced the alarms and the parents found the child blue and apnea in early to mid morning. The parents did CPR and the baby expired". No allegation of event causing pt harm.